Event description:
After doctor drilled the hole the implant split in half, retrieved and removed pieces. Back-up devices used to complete repair. Additional information confirmed it is a young patient and has good bone quality. 2.3 spade tip drill bits used to prep site. Additional anchors were placed in the same drilled sites. The anchor barely touched the drill hole and easily broke.

Manufacturer narrative:
(B)(4).